Event description:
A report was received from a user facility in france stating: "stable chamber tubing clogged. No patient impact, they changed the cassette. This type of incident increases the quantity of ultra sounds delivered and required the cassette exchange thus extending the surgical time."

Manufacturer narrative:
One opened pack from lot v2344 was returned. The assembly was inside a plastic zip lock bag. There was fluid all over inside the bag and all over the pack assembly. There was debris visible in the in-line filter on the aspiration line. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The assembly did not display weak aspiration during functional testing. Sterilization and lot history records were reviewed and no exceptions were found.